Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom, air in line alarms, which was not reproduced. The reported symptom was confirmed through a review of the event history log. During a physical inspection of the device, cracks were found in the upstream sensor tail pins, which is a known contributor to false air in line alarms. The failed upstream sensor was replaced. (B)(4).

Event description:
It was reported that a spectrum pump constantly displayed the air in line message. It was also reported there was no patient involvement.